Manufacturer narrative:
The device has been received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
In an attempt to implant an impella cp, the automated impella controller (aic) displayed a retrograde flow alarm even though the pump had not yet been started or implanted. Aic was changed and the issue persisted. When the pump was connected, the alarm pump stopped, retrograde flow appeared. A new pump was used. No patient harm has been reported.

Manufacturer narrative:
The investigation into pump stop has been completed. The product was returned and evaluated. No abnormalities were found with the pump. The pump ran in a bucket of water without complications. No logs were returned, so the timing and cause of alarms could not be determined. The root cause of the pump not starting was not determined since logs were not returned and insufficient clinical detail was provided. Issue was unable to be reproduced on the returned product. The failure mode of pump stop was updated to pump did not start. Instruction for use as follows: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act greater than 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention with automated impella controller section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ h10 instructions for use was missing on manufacturer device report 1220648-2024-18871